Event description:
The caller stated that her customer had a tracheostomy tube whose cuff would not inflate. The caller stated that the issue was noticed during cannulation. The issue required immediate recannulation with another 6dfen. The caller did not know if cuffs are pre-tested and how much pressure was used to inflate it. The source of the leak was not determined.